Event description:
Boston scientific received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator revealed elective replacement indicators (eri) had been reached. The voltage was 2.36 v and charge time of 17.7 seconds. Thresholds were within normal measurements. During the previous visit approximately three months earlier, the device displayed voltage of 2.53 v and charge time of 15.4 seconds. There was concern that this device reached eri earlier than expected. This device is not included in an advisory. No adverse patient effects were reported.

Manufacturer narrative:
When this device has been removed and returned, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced. It is unknown whether this device will be returned for analysis.

Manufacturer narrative:
According to available information, there has been no return of product. Should this device be returned, analysis will be performed and this event will be updated. As there has been no return of product, boston scientific cannot confirm nor deny this reported clinical allegation.